Manufacturer narrative:
(B)(4).

Event description:
It has been reported that the device gave the continual "analysis interrupted" voice message during a patient use event. The patient did not survive.